Manufacturer narrative:
The ge service rep conducted an onsite investigation. The emergency shut down kit was tested. No further service info was provided.

Event description:
The customer reported that the system would not save an image. No pt injury was reported.